Event description:
The customer stated after running a complete blood count on the cell-dyn 1800 analyzer, the screen was blank and a burning smell was noted and smoke observed. The instrument blew a switch, and while unplugging the instrument from the wall outlet, a physician received a shock. No medical treatment was required. Field service was dispatched to inspect the instrument.

Event description:
The customer reported that during the use of this drill in oral surgery, it got noisy, hot and console in use generated a magnetic field error message. The user felt the device get hot, discontinued use and obtained another handpiece to complete the surgery. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
(B) (4) a field service representative (fsr) inspected the cell-dyn 1800 instrument and noted that the instrument was plugged into a defective power strip/surge protector (surge light was on with no load applied). The surge protector was plugged into a gfi receptacle. The gfi receptacle could not handle the normal operating load of the cell-dyn 1800 instrument without tripping. The fsr also noted several other devices may have contributed to this, including a laser printer, and multiple other devices on the gfi circuit. The fsr replaced the power supply on the cell-dyn 1800 instrument. The fsr plugged the cell-dyn 1800 instrument into a regular non-gfi receptacle and verified all voltages were within range. The fsr believed that the core issue was due to a defective diode based power strip on an overloaded gfi circuit. The fsr advised the customer regarding the issue. The instrument was operating per specifications. The power supply, list number 8921029202 and (B) (4), was returned for investigation. During the investigation, when the power supply was powered on, the switching power supply (part number 4056276) generated a "machine gun shot" sound and smoke. The investigator turned off the power immediately. The investigator noted that the cable connector of the switching power supply had dust around it. The cause of the power supply failure is inconclusive. Labeling was reviewed and found to be adequate for the issue under investigation. A non-statistical trend (nst) complaint review was performed for the reported issue and no nst was identified. Based on the investigation of this complaint, no product deficiency was identified on the cell-dyn 1800 instrument for the reported issue. The issue was due to a defective diode based power strip on an overloaded gfi circuit. There was no systemic issue for the cell-dyn 1800 product line.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.